Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient experienced failures of delivery failure, catheter/device failure, and catheter fracture. The patient had injuries of failure of therapy, withdrawal, overdose, and hospitalizations. The date of injury was noted as (B)(6) 2017-continuous in nature. The pump explant was pending. No further complications were reported.